Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("the right essure insert migrated. The left essure insert also migrated and was found to have perforated and embedded itself within my uterus") in a (B)(6) female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included nickel sensitivity in 1990. Previously administered products included for an unreported indication: contraceptives for topical use. On (B)(6) 2006, the patient had essure (ess205) inserted. On the same day, the patient experienced pelvic pain ("severe pain / pelvic pain / pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)"). On (B)(6) 2006, the patient experienced fatigue ("fatigue"). On (B)(6) 2010, the patient experienced menorrhagia ("heavy bleeding during menstruation / prolonged menses / abnormal bleeding (menorrhagia)"). On (B)(6) 2013, the patient experienced migraine ("increase in migraine headaches / migraines") and headache ("headaches"). On (B)(6) 2017, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain lower ("severe lower abdominal pain/cramping when not menstruating"), back pain ("severe back pain, when not menstruating / mild to lowe back pain") and allergy to metals ("nickel allergy"). The patient was treated with surgery (bilateral salpingectomy/laparoscopic-assisted vaginal hysterectomy (full)). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the uterine perforation, menorrhagia and dyspareunia had not resolved, the pelvic pain, migraine, abdominal pain lower and back pain was resolving and the vaginal haemorrhage, headache, dysmenorrhoea, fatigue and allergy to metals outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, back pain, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure (ess205). Most recent follow-up information incorporated above includes: on 25-may-2018: this case is incident. Reporter information was added. This case concerns (B)(6) patient. Her historical condition and medication was added. Lab was added. Essure lot number was added. Her concomitant medication was added. Following events: the right essure insert migrated. The left essure insert also migrated and was found to have perforated and embedded itself within my uterus, fatigue and nickel allergy. She was recovering form events: depression, pain and migraines. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("the right essure insert migrated. The left essure insert also migrated and was found to have perforated and embedded itself within my uterus") in a 29-year-old female patient who had essure (ess205) (batch no. 664657) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included nickel sensitivity in 1990, multigravida, parity 4 and gallbladder sludge. Previously administered products included for an unreported indication: contraceptives for topical use. Concurrent conditions included body mass index normal. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("heavy bleeding during menstruation / prolonged menses / abnormal bleeding (menorrhagia)"). In 2011, the patient experienced pelvic pain ("severe pain / pelvic pain / pain"), dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), rash macular ("red spots-hives over skin"), urinary tract infection ("uti"), fungal infection ("yeast infections"), dry skin ("skin very dry- itchy"), nausea ("nausea") and vaginal discharge ("vaginal discharge"). On (B)(6) 2017, 6 years 1 month after insertion of essure (ess205), the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced migraine ("increase in migraine headaches / migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping) /menstrual pain"), abdominal pain lower ("severe lower abdominal pain/cramping when not menstruating"), back pain ("severe back pain, when not menstruating / mild to lowe back pain"), allergy to metals ("nickel allergy"), mood swings ("severe mood swings"), urticaria ("hives over skin"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), pruritus ("skin very dry- itchy"), alopecia ("hair loss.") And abdominal pain ("abdominal pain"). The patient was treated with drospirenone w/ethinylestradiol (yaz) and surgery (bilateral salpingectomy/laparoscopic-assisted vaginal hysterectomy (full)). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the uterine perforation, menorrhagia and dyspareunia had not resolved, the pelvic pain, migraine, abdominal pain lower and back pain was resolving, the vaginal haemorrhage, headache, dysmenorrhoea, fatigue and allergy to metals outcome was unknown and the mood swings, rash macular, urticaria, urinary tract infection, fungal infection, female sexual dysfunction, dry skin, pruritus, nausea, vaginal discharge, alopecia and abdominal pain had resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, back pain, dry skin, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, fungal infection, headache, menorrhagia, migraine, mood swings, nausea, pelvic pain, pruritus, rash macular, urinary tract infection, urticaria, uterine perforation, vaginal discharge and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy noted. Have you had your essure (or any part of the device) removed? No (as per pfs) on (B)(6) 2018: date of explanted was discrepancy noted in previous follow up reported date was (B)(6) 2017 and in current follow up (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Lot number:50512932, manufacture date: 2010/06, expiration date: 2013/06; lot number: 664657, manufacture date: 2009/08, expiration date: 2012/08. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-nov-2018: quality safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("the right essure insert migrated. The left essure insert also migrated and was found to have perforated and embedded itself within my uterus") in a 29-year-old female patient who had essure (ess205) (batch no. 664657, 50512932) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included nickel sensitivity in 1990, multigravida, parity 4 and gallbladder sludge. Previously administered products included for an unreported indication: contraceptives for topical use. Concurrent conditions included body mass index normal. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("heavy bleeding during menstruation / prolonged menses / abnormal bleeding (menorrhagia)"). In 2011, the patient experienced pelvic pain ("severe pain / pelvic pain / pain"), dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), rash macular ("red spots-hives over skin"), urinary tract infection ("uti"), fungal infection ("yeast infections"), dry skin ("skin very dry- itchy"), nausea ("nausea") and vaginal discharge ("vaginal discharge"). On (B)(6) 2017, 6 years 1 month after insertion of essure (ess205), the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced migraine ("increase in migraine headaches / migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping) /menstrual pain"), abdominal pain lower ("severe lower abdominal pain/cramping when not menstruating"), back pain ("severe back pain, when not menstruating / mild to lowe back pain"), allergy to metals ("nickel allergy"), mood swings ("severe mood swings"), urticaria ("hives over skin"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), pruritus ("skin very dry- itchy"), alopecia ("hair loss.") And abdominal pain ("abdominal pain"). The patient was treated with drospirenone w/ethinylestradiol (yaz) and surgery (bilateral salpingectomy/laparoscopic-assisted vaginal hysterectomy (full)). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the uterine perforation, menorrhagia and dyspareunia had not resolved, the pelvic pain, migraine, abdominal pain lower and back pain was resolving, the vaginal haemorrhage, headache, dysmenorrhoea, fatigue and allergy to metals outcome was unknown and the mood swings, rash macular, urticaria, urinary tract infection, fungal infection, female sexual dysfunction, dry skin, pruritus, nausea, vaginal discharge, alopecia and abdominal pain had resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, back pain, dry skin, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, fungal infection, headache, menorrhagia, migraine, mood swings, nausea, pelvic pain, pruritus, rash macular, urinary tract infection, urticaria, uterine perforation, vaginal discharge and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy noted. Have you had your essure (or any part of the device) removed? No (as per pfs) on (B)(6) 2018: date of explanted was discrepancy noted in previous follow up reported date was (B)(6) 2017 and in current follow up (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-oct-2018: pfs received. Lot number was added. Reporter's information was added. Lab data, historical condition was added. Added event severe mood swings, red spots, hives over skin, uti, yeast infections, apareunia (inability to have sexual intercourse), skin very dry, itchy , nausea, vaginal discharge, hair loss, abdominal pain. Updated onset date. Updated outcome of events. Deleted event essure confirmation test as per pfs. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("the right essure insert migrated. The left essure insert also migrated and was found to have perforated and embedded itself within my uterus") in a 29-year-old female patient who had essure (ess205) (batch no. 664657) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didn¿t undergo essure confirmation test". The patient's past medical history included nickel sensitivity in 1990, gravida ii and parity 4. Previously administered products included for an unreported indication: contraceptives for topical use. Concurrent conditions included body mass index normal. On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2006, 27 days after insertion of essure (ess205), the patient experienced fatigue ("fatigue"). On (B)(6) 2010, the patient experienced pelvic pain ("severe pain / pelvic pain / pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("heavy bleeding during menstruation / prolonged menses / abnormal bleeding (menorrhagia)"), migraine ("increase in migraine headaches / migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)"). On (B)(6) 2017, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain lower ("severe lower abdominal pain/cramping when not menstruating"), back pain ("severe back pain, when not menstruating / mild to lowe back pain") and allergy to metals ("nickel allergy"). The patient was treated with surgery (bilateral salpingectomy/laparoscopic-assisted vaginal hysterectomy (full)). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the uterine perforation, menorrhagia and dyspareunia had not resolved, the pelvic pain, migraine, abdominal pain lower and back pain was resolving and the vaginal haemorrhage, headache, dysmenorrhoea, fatigue and allergy to metals outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, back pain, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy noted. Have you had your essure (or any part of the device) removed? No (as per pfs) diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.8 kg/sqm. Most recent follow-up information incorporated above includes: on 20-jun-2018: pfs received. Reporter information updated. Plaintiff demography added. New event "she didn¿t undergo essure confirmation test' was added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("the right essure insert migrated. The left essure insert also migrated and was found to have perforated and embedded itself within my uterus") in a 29-year-old female patient who had essure (ess205) (batch no. 664657) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didn¿t undergo essure confirmation test". The patient's past medical history included nickel sensitivity in 1990, multigravida and parity 4. Previously administered products included for an unreported indication: contraceptives for topical use. Concurrent conditions included body mass index normal. On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2006, 27 days after insertion of essure (ess205), the patient experienced fatigue ("fatigue"). On (B)(6) 2010, the patient experienced pelvic pain ("severe pain / pelvic pain / pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("heavy bleeding during menstruation / prolonged menses / abnormal bleeding (menorrhagia)"), migraine ("increase in migraine headaches / migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)"). On (B)(6) 2017, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain lower ("severe lower abdominal pain/cramping when not menstruating"), back pain ("severe back pain, when not menstruating / mild to lowe back pain") and allergy to metals ("nickel allergy"). The patient was treated with surgery (bilateral salpingectomy/laparoscopic-assisted vaginal hysterectomy (full)). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the uterine perforation, menorrhagia and dyspareunia had not resolved, the pelvic pain, migraine, abdominal pain lower and back pain was resolving and the vaginal haemorrhage, headache, dysmenorrhoea, fatigue and allergy to metals outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, back pain, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy noted. Have you had your essure (or any part of the device) removed? No (as per pfs). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.8 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-jul-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.